Event description:
It was reported the user of the affiniti 70 ultrasound system broke the spleen when lifting and moving the system. No further information was received. This event will be reported out of an abundance of caution. There is an allegation of injury to a spleen, however there is insufficient information regarding the user outcome at this time. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
Initially it was reported that a user broke the spleen when lifting and moving the system. Additional information was received that reported the damper of the monitor articulating arm was broken/not allowing the arm to rotate. There was no adverse event. Our evaluation concluded that the product feedback reported did not pose risk to health to patients, users, or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred.